Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by product evaluation relayed: "the aiox coated pet pouch was reviewed and it was confirmed that the pouch was not sealed on the fourth side. The pouch is provided to biomet with three out of the four sides already sealed. It is that fourth seal that is to be sealed by biomet that was not sealed. There is appearance of seal marks on the pouch that are consistent with where the seal should be located, but they are just faint indents in the material. With this pouch, it is a weld seal; therefore the seal is either good or bad. This type of seal isn't something that would have weakened over time." DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During the procedure the nurse noticed that one side of the packaging for the patella implant was not sealed. Another patella was opened and used to complete the procedure.